Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
An air gas module was returned for investigation. Visual inspection concludes excessive contamination/oxidation caused by a liquid spill on the printed circuit boards (pcb) inside the gas module, with short circuit as a consequence. The conclusion into this matter is that the cause is a spillage of liquid occurred on the circuit boards, which has led to a temporarily short circuit and generated several errors. Unexpected spillage/liquid (user error) can cause failure/short circuits which might lead to a stop of ventilation or high pressures. The device log confirms the reported failure with the internal leakage test in the sub-test of pre-use check. The log files also indicate problem with the internal +24 volt and a communication error with the air gas module. The time when the problem with +24 volt started is probably when the spillage was done, therefore the date of event was determined as (B)(6) 2017. There is no conclusion on how the liquid spill entered the ventilator/gas module or what kind of liquid spill it was.

Event description:
Manufacturer ref. #: (B)(4).